Manufacturer narrative:
UDI # unknown. The device history record for the lot number, aa4279n27, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample mic-key low-profile transgastric-jejunal device was returned. The sample appeared in generally clean condition. The original packaging was not returned with the devices. In addition two extension sets, which were unrelated to the report of burst balloon, were also returned. The balloon on the low-profile transgastric-jejunal device was torn in multiple areas. It was torn completely around the base of the proximal collar. It was also torn axially from the base of the proximal collar to the distal tip. Furthermore, it was torn almost all the way around the base of the distal collar, remaining attached by a thin strand. Both collars remained securely attached to the tubing. The balloon material did not exhibit any visible defect. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
This is the first of three reports for the same patient involving three separate products that involved burst of a retention balloon. Refer to report 9611594-2016-00031 for the second report and report 9611594-2016-00032 for the third report. A report was received from (B)(6) stating a problem was noted with a jejunal feeding tube, one of the weighted devices this time. The balloon burst and the tube fell out. This is the seventh time an enteral feeding tube had to be replaced on the same patient. Additional information received on 12-jan-2016 stated the device was in use for four days prior to the event. The tube was changed 7 times but not for the reason of bursting balloons. The bursting balloon event has occurred only 3 times but on two different sorts of tubes. No additional detailed information was provided regarding the four previous events.